Event description:
Ous MDR - after an implantation time of about 13 months, inappropriate shocks were reported. No worsening of the pt's state of health was reported. The ICD was explanted.

Manufacturer narrative:
Ous MDR - the ICD first underwent a status interrogation. The device status was mol 1; 22 charge process were documented. The memory content of the ICD was checked; interference was visible in both the ventricular channel and the ff chanel in the available iegms. The signal sensing of the ICD was then tested and proved to be free of noise the ICD sensed supplied signals free of interference. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The connection system of the defibrillator was examined mechanically. The screws of the shock and pace outputs were in order. Leads inserted in a test could be contacted easily, with low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the is-1 and df-1 standard. There were no indications of a device defect. In summary, the device is in order and within specifications both regarding the connection system and the electronics. The analysis did not show any deviations from the specification that could be related to the clinical complaint. There was no material defect or manufacturing error.